Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A couple of months later a replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon explant, fluid loss was noted in the system. The first layer of the right cylinder was also significantly torn. The new implant was functional and the patient was stable following the intervention. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.